Event description:
On (B)(6), 2004, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, a computed tomography revealed a proximal type I endoleak. Aneurysm growth was noted (amount of growth unk). On (B)(6), 2011, the pt was implanted with two gore excluder aaa endoprosthesis aortic extender components to treat the proximal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted and related to this event: (B)(4).